Manufacturer narrative:
Additional narrative: product investigation summary: the investigation of the complained drill bit shows that the instrument broke off as reported. At tip of the received part, it is clearly visible that this device was well used and appears to be blunt. The device history record was researched and no abnormal findings were identified. Manufacturing and inspection records indicated no problems with the lot in question. Based on these findings, we conclude that the cause of the breakage is not due to any manufacturing non-conformances. Since we are not aware of the exact circumstances during the operation a definitive root cause cannot be assessed. It is likely that the very dense bone and/or the blunt tip and/or a mechanical overloading situation led to the breakage. Please note, blunt drill bits require more mechanical power during the application; therefore, it is recommended that blunt or damaged instruments be exchanged before surgery. No product fault could be detected. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reported an event in (B)(6) as follows: during an antegrade intra-medullary nailing to left femur procedure using a proximal femoral nail antirotation (pfna), drill bit 309.600 broke at its coupling point to the power drill (using a jacob's chuck attachment) during opening of the proximal femur using standard surgical technique. The surgeons noted the patient¿s bone was very dense. . The drill was set on ¿ream¿ during the opening of the canal. The drill bit broke at its coupling point with the power tool so it was easily retrieved from the patient and a second pfna set was opened to get access to an unbroken 309.600. This was used to open the femur without incident. A delay of approximately 3 minutes was experiences whilst the second pfna set was obtained from the storage room and opened in the theatre. There was no patient harm. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient information was not provided by reporter. Device is an instrument and is not implanted/explanted. Device is not distributed in the united states, but is similar to device marketed in the USA. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.